Event description:
The customer reported that he was hospitalized due to high blood glucose levels, dizziness, weakness, nausea and vomiting. The customer stated that his infusion set was not delivering insulin. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.